Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated at the customer site. The reported complaint of the thermogard console did not alarm when the air trap was removed was not confirmed during the initial functional testing or event log review. However, the issue was confirmed during the further inspection of the air trap sensor block. The intermittent functionality of the air trap sensor block was due to a loose contact connection on the pc board. Likely caused by the normal wear and tear of the device. The airtrap block with pc board was replaced to address the reported complaint. The thermogard console is a reusable device and was manufactured in september 2011 and is more than 9 years old, well beyond the expected service life of five years. During the visual inspection, there was no physical damage observed on the thermogard console. The event log review showed no significant discrepancies. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During the device check performed by the zoll representative, the thermogard console (sn (B)(4)) did not alarm when the air trap was removed. There were no air trap warnings or error messages displayed by the console. No patient involvement.